Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2018; 419388 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead and right ventricular (rv) lead exhibited high thresholds. The lv lead was capped and replaced. The rv lead remains in use and additional lead was implanted to be used as the pace/sense lead. No patient complications have been reported as a result of this event.